Event description:
The customer reported that the peep was drifting. The nellcor puritan bennett customer support engineer (npb cse) verified that when peep was set to 5 cmh2o, the display would indicate 3 cmh2o, then 7 cmh20. The npb cse inspected the device and replaced the autozero solenoid. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.